Manufacturer narrative:
Upon investigation of the patient samples, it was determined that the samples contain an interfering substance which increases the kinetics of the agglutination reaction. Further analysis of the samples by serum electrophoresis and immunfixation point toward the presence of a mono- or bi-clonal lgm gammopathy of a lambda type. Per product labeling, "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results."

Manufacturer narrative:
This event occurred in (B)(6). The 4 samples from the patient were submitted for investigation. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 4 samples from 1 patient tested for online rdm vancomycin gen. 3 (vanc3) on a cobas 8000 c 502 module compared to the high performance liquid chromatography (hplc) method and the architect method. The patient was in the hospital with a lung infection with an oxacillin resistant s. Aureus and was already being treated with vancomycin. The low results from the c502 module were reported outside of the laboratory where the physician increased the patient's vancomycin dosage based on the results. The patient's health was not negatively affected by the higher dosage. There was no allegation that an adverse event occurred due to the device results. The c502 module serial number was (B)(4).